Event description:
The customer stated that her blood glucose reading was over 600 mg/dl. The customer stated that she did not feel well and did not know how to treat her blood glucose within manual injections. The customer was advised to seek medical attention. It was later reported that the customer was hospitalized due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.